Manufacturer narrative:
Analysis found the pre-repair temperature test to be not okay. The rear temperature was 130f, the middle is 156f, and the nose was 180f. The device had worn nose cone, nose bearings, and bearings. The damaged parts were replaced. The device was repaired, tested, and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was sent in for repair with no allegations of a device malfunction. There was no patient involvement.